Event description:
It was reported that a patient underwent a mohs procedure on an unknown date and suture was used. During use of the 4.0 vicryl that they keep breaking while suturing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6: component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many sutures broke during suturing on this one patient during this single surgical procedure? The number of sutures that were damaged or unusable have been 3 boxes thus far. The suture line detaches from the needle. Event related to mw # 2210968-2023-07517, mw # 2210968-2023-07518. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.